Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: sample issue (B)(4). Note: after several attempts manufacturer contacted customer on (B)(6) 2017 in a returned call back by customer; customer went to the hospital due to symptoms related to cancer. Customer was hospitalized on (B)(6) 2017 due to a severly anemic state from his cancer. Customer received transfusion and was released on (B)(6) 2017. Customer don't have any diabetic symptoms at the time of the call

Event description:
Consumer reported complaint for e-3 and e-0 accompanied by symptoms. (B)(6) (wife) is calling on behalf of the customer. The customer is concerned with tests results from meter error results obtained any symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling weak, tired nauseated and having a headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 12/30/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer's wife called in with concerns of e-3 reading. Customer is feeling physically ill, symptoms are weak and tired, nausea, headache. Customer was not sure if the symptoms were related to the blood sugar levels or the husband;s other health conditions. Offered to run a blood test using a new vial of test strips that were recently purchased , the results were e-0. Customer's wife states that customer is anemic, have cancer, is dehydrated. Was not sure if symptoms were related to diabetic.